Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens and missing tamper seal. During analysis, the customer's reported concern regarding "high alarm" could not be duplicated and no fault was found during functional testing. Customer's complaint was unclear as to what high alarm they were referring to. Found in event history log were upstream, downstream, cassette removed and cassette damaged high alarms. None were repeatable. No contamination was found near downstream occlusion (dso) sensor. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump exhibited high alarm for "remove and attach cassette". The reporter indicated that there was no potential damage to the pump. Subsequently, the cassette of the pump was removed and attached to another pump to proceed infusion. No adverse effects were reported.